Manufacturer narrative:
(B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain, menorrhagia, abnormal pap smear, and urinary stress incontinence. The procedure performed was a robot-assisted hysterectomy and intrauterine device removal, burch urethropexy, and cystourethrography. On (B)(6) 2014 the patient presented with the chief complaint of recurrent stress incontinence and retained vaginal vault sutures. She was scheduled for tension-free vaginal tape obturator, cystoscopy, and removal of sutures. The patient underwent an additional procedure on (B)(6) 2014. The preoperative and postoperative diagnosis was recurrent stress incontinence and retained vaginal vault sutures. The procedure performed was a tension-free vaginal tape obturator, cystoscopy, and removal of sutures. At this time a bard align to transobturator urethral support was implanted. The patient underwent an additional procedure on (B)(6) 2015. The preoperative and postoperative diagnosis was pelvic pain and dyspareunia. The procedure performed was a laparoscopy and lysis of adhesions. The patient underwent an additional procedure on (B)(6) 2015. The preoperative and postoperative diagnosis was pain from tension-vaginal tape suburetherally and recurrent stress incontinence. The procedure performed was an open burch colpourethropexy, release of tension-free vaginal tape, and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary stress incontinence. It was reported that after the implant, the patient experienced pelvic pain, dyspareunia, adhesions, and recurrent stress incontinence. Post-operative patient treatment included revision surgery, excision of tension-free vaginal tape bilateral, removal of mesh, tension-free vaginal tape obturator, cystoscopy, removal of sutures, laparoscopy, lysis of adhesions, open burch colpourethropexy, release of tension-free vaginal tape, cystoscopy, and cystourethrography.